Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. While attempting to canulate the left superior pulmonary vein (lspv) the physician noted difficulty moving the guidewire. After attempting to pull the guidewire out of the catheter to replace he noted the guidewire felt stuck. It was noted on fluroscopy that the wire had be pulled back full into the tip of catheter before the guidewire was stuck. It was decided to remove the catheter from the body to inspect at the table and the guidewire was noted to be separating with a "slinky" affect per the physician. At this time a new catheter and guidewire was opened to complete the procedure. While inserting the new catheter into the sheath it was noted that excess air was being aspirated from the sheath. At this point a new sheath was opened and used to complete the procedure. The procedure was completed without patient complications. Only the catheter is expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.